Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1 of 4. Per the initial report, the home patient (hp) had reused the cassette with a new heater bag. The hp/cg changed the heater bag and the hc was still alarming. The customer contacted global product surveillance on (B)(6), 2011. The cg stated that the hp is continuing with therapy with no complications. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the hp changed out the heater bag. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. Since it cannot be determined why the hp changed out the heater bag, the as determined cause for this complaint is undetermined.

Manufacturer narrative:
(B)(4). This complaint is for use error-failed to follow therapy steps during the fill stage. The care giver reported that they changed out the heater bag during therapy. The problem is confirmed for use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.